Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an right atrial (ra) lead integrity alert was noted on an electronic transmission. It was further reported that impedance was high and noise and pauses were noted on the ra lead. Noise and pauses were also noted on the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.